Event description:
Reported 'ventilator in use started flashing (lcd), then screen went blank, stopped ventilating'. No injury to the patient. (Fail-to-cycle alarm activated) unit in transport, run on battery, sans charger. After evaluation and discussion, realized users had ignored audible and visual "low battery" alarms; no one knew anything about battery maintenance (in labeling). Unit received back- battery almost dead (0 volts). Battery needed charging- all functions fine with external charger attached. Fine running on battery after charge. Did cdc maintenance on battery and observation.